Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03014. Follow up identified surgical intervention taken and the physician replaced one of the patient's leads and kept one of the original leads in place.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03014. It was reported the patient was not receiving effective therapy from her scs system. X-ray taken revealed the patient's leads had moved. In addition, the patient stated her right leg goes numb and drags which was causing her to trip and fall. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-03014. Follow up information received identified the patient was receiving effective therapy in the needed pain areas.